Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was informed about recharging and charging time, and was told not to charge every day. The ins settings had been changed around the time of the event, but only in the range of 0.1 to 0.3 v. The patient's settings were 3.5 v, 90 usec pulsewidth (pw), 120 hz on c+/1- (left subthalamic nucleus) and 3.7 v, 90 usec pw, 120 hz on c+/6- (right subthalamic nucleus).

Event description:
Additional information was received. It was reported that after turning the battery off and on, the patient charged the battery, and after the battery was fully charged the patient used it for a week without charging.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), implanted: (B)(6) 2019, product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37651, serial#: (B)(4), implanted: (B)(6) 2019, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient's ins charge was prematurely discharging in one day, despite the patient charging every day for the last month, and the ins reached overdischarge. Replacing the recharger did not resolve the event. The ins was still implanted, but out of service. Device settings were not available. No actions had been taken, and the cause of the premature depletion was not known. No further complications were reported.